Manufacturer narrative:
Pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, broken reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states pump fell and now there is a crack on pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, broken reservoir tube lip and minor scratched lcd window.